Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, a synaptive exam would not load on the navigation system. It was reported that the navigation system would return a message stating that there were insufficient slices on the exam, a color enhanced dicom exam. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the behavior was the intended functionality of the software as the file type of the exam is not supported by the navigation system. If information is provided in the future, a supplemental report will be issued.